Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 19-jan-2021. The most recent information was received on 22-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of discomfort ('significant discomfort in everyday life') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2020, the patient experienced vertigo ("vertigo"), facial paralysis ("neurological disorder with episodes of partial facial paralysis"), vision blurred ("blurred vision"), myalgia ("muscle pain") and fatigue ("fatigue"), 4 years 5 months after insertion of essure. On an unknown date, the patient experienced discomfort (seriousness criterion medically significant). At the time of the report, the discomfort had not resolved and the vertigo, facial paralysis, vision blurred, myalgia and fatigue outcome was unknown. The reporter provided no causality assessment for discomfort, facial paralysis, fatigue, myalgia, vertigo and vision blurred with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 19-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of discomfort ('significant discomfort in everyday life') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2020, the patient experienced vertigo ("vertigo"), facial paralysis ("neurological disorder with episodes of partial facial paralysis"), vision blurred ("blurred vision"), myalgia ("muscle pain") and fatigue ("fatigue"), 4 years 5 months after insertion of essure. On an unknown date, the patient experienced discomfort (seriousness criterion medically significant). At the time of the report, the discomfort had not resolved and the vertigo, facial paralysis, vision blurred, myalgia and fatigue outcome was unknown. The reporter provided no causality assessment for discomfort, facial paralysis, fatigue, myalgia, vertigo and vision blurred with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.